Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that a malfunction alarm occurred. Customer experienced a blood glucose (bg) level of 400 mg/dl with small ketone levels. Customer administered a manual injection to address bg level. The customer was admitted into the emergency room and treated with administration of insulin. Customer was released from the emergency room on (B)(6), 2024 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. The customer reverted to manual injections for insulin therapy.